Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of prostate cancer in a male pt who used poligrip as a denture adhesive. The pt's medical records were provided by the lawyer. In 1984, the pt began using poligrip (unk). The pt claimed he experienced prostate cancer and neurological injury from poligrip usage. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. The following info was provided via medical records supplied by the pt's lawyer: in 1995, the pt was seen by his physician for his annual checkup. He reported some tingling in his feet that had been occurring off and on for about a year prior. He was also found to have monocytosis (11.2%) with a white blood cell (wbc) count of 5.7 in 1996, the pt told his orthopedic physician that he had injured his left foot and great toe two to three years prior and had some medial plantar numbness and tingling at that time. A few months later he began having the same symptoms in his right foot. Nerve studies performed at this visit showed significant peripheral neuropathy of both feet, and he started on amitriptyline with some success. In july 1996, he was found to have wbc count of 3.7, and he began suffering from bilateral foot pain. The pt's physicians found a decrease in sensitivity and reflexes in his feet and ankles, and idiopathic peripheral neuropathy was diagnosed. In 1998, the pt's prostate specific antigen (psa) was found to be elevated at 3.4. In 1999, the psa was elevated at 4.8 with a complex of 3.71. It was noted at this time that the pt had a four to five year history of prostatic enlargement with decreased force of stream, intermittent stream, and some hesitancy with nocturia. In 999, pathology confirmed prostatic adenocarcinoma in the right and left prostate. The following month, the pt underwent radical prostatectomy with bilateral pelvic lymphadenectomy and anterior urethropexy. He was hospitalized for three days, and testing found no evidence of cancer in the lymph nodes. Pre-operative wbc count was 4.1 with monocytosis (13). A nerve conduction study in 12001 suggested carpal tunnel as possible cause of the numbness in the hands and forearms, slightly worse on the left; other nerve median conduction normal in upper extremities suggesting compressive neuropathy with probably less contribution from peripheral neuropathy; peripheral neuropathy of mixed axonal and demyelinating type; some loss of cmaf amplitudes suggesting very slow progression. In 2001, nerve conduction studies of lower extremities found progression of neuropathy in the feet and lower legs. In october 2004, the pt noted numbness of his fingertips. In 2004, nerve conduction studies found a severe mixed axonal and demyelinating neuropathy with marked decreased recruitment but relatively no active denervation suggesting severe but old neuropathy. He was started on vitamin b12 injections weekly as well as gabapentin (neurontin) 300 mg nightly. Wbc count at this time was 3.6 with monocytosis (14). In 2006, the pt was diagnosed with sensory neuropathy affecting predominantly large fibers, with suspicion of an idiopathic process. In 2006, that pt was seen for eval of peripheral neuropathy. He stated that he had dentures placed and began using poligrip in 1984 at 1 to 1.5 tubes weekly. In 1988, the pt began having difficulty with his dentures and increased his use to multiple tubes weekly. In 1992, the pt began a lower dental implant process which was completed in 1994. Since that time, he had dramatically decreased his use of dental adhesive to 1 to 2 tubes monthly. He stated that in 1993, he began to have neuropathy of both feet that began as mild, but worsened over the following years ot the point that he had no sensation in either foot and had required amputation of one toe due to injury. In 1998, the pt began to have neuropathy in both hands. He was thought to have carpal tunnel syndrome and underwent release surgery with no relief. At this visit, the pt continued to have trouble with fine motor activities such as buttoning his shirt. The physician suggested that the pt's history of heavy denture paste usage and characteristic symptoms suggested the neuropathy may be caused by zinc toxicity. The physician noted that the pt did have koilonychias with thin, brittle fingernails which may have indicated some type of heavy metal toxicity. Zinc, ceruloplasmin and copper levels were all within normal limits at that time, and the pt stated that he had stopped using poligrip in 2006.

Manufacturer narrative:
MFR's comment: the MFR's report number for this case is 9681138-2007-00005. Poligrip is manufactured in another country and neither the prod nor lot number for this prod is available. No corrective actions have been required based on this report.